Manufacturer narrative:
Literature summary: 5/34 (14%) temporarily neuro deficit, 2/34 (6%) permanent neural deficit; 1/34 new seizure; 1/34 hyponatremia 3 (8%) intra-cerebral hemorrhage without need for intervention 1/34 dvt 2/34 wound and ventriculitis, respectively (B)(4).

Event description:
It was reported that following an ablation procedure, multiple patient experienced neurological deficits, seizures, hyponatremia, hemorrhage, deep vein thrombosis, and infections. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.